Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the rear therapy electrode pads. The area was described as red, itchy, dry and rough. During a follow up, it was reported that the patient's nurse practitioner treated the irritation with a cream and that the irritation was better.